Manufacturer narrative:
The analysis on the positioning sensor unit (psu) of the navigation system was completed by medtronic personnel. Testing found that the event log showed evidence of a bump and low battery voltage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. The suspected camera was returned for analysis however results are not yet available.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was an amber fault light on their camera. Rebooting the system did not resolved the issue. They switched the emitter system and they were able to continue with the case. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Patient information received.